Event description:
It was reported that the patient's implantable cardioverter defibrillator was sensing noise. The implantable cardioverter defibrillator was explanted on (B)(6) 2023. The patient's condition was unknown.

Event description:
Additional information received noted that the implantable cardioverter defibrillator exhibited noise oversensing causing pacing inhibition. The patient was stable post procedure.